Manufacturer narrative:
The reported issue that damaged product was received (back in the year 2013) for a rear assembly kit for the pcu was not able to be definitively confirmed by cad; no product or device logs were returned for investigation. The file was opened to document the issue that was reported. No further investigation of this event is possible at this time. No device history or qn search was performed since no source device serial number was reported by the customer. The alaris pcu is typically used for treatment. The file may be closed based on the above facts. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no harm occured.

Event description:
It was reported that customer received damaged products. They returned the rear assembly kit for the pcu. Per customer there is no further information.